Event description:
Inserting dual lumen central venous cath into right subclavian vein. Guidewire struck, upon withdrawing, guidewire uncoiled and broke. Unable to remove remainder of guidewire. Pt taken to or for removal.